Event description:
It was reported via work order that the nurse call cable and power cord were missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.